Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # (B)(4), product type programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (100 mcg/ml at 52.38 mcg/day) and dilaudid (20 mg/ml at 10.495 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other upper quadrant sites. On (B)(6) 2016, when the reporter was updating the patient¿s pump, the programmer had a hardware/software error (a broken programmer icon) and the telemetry was halted. The reporter did not know what code appeared on the programmer screen. She turned the programmer off and on again and then re-interrogated the pump and it was stopped. The reporter reviewed all of the programming and updated the pump with the correct values successfully. Per the reporter, they had just gotten the 8870 software update. The reporter called back later the same day stating that she was looking at the printout and she was only seeing 5 logs instead of 7. The logs had ¿clock set, pump refill occurred, pump stopped due to stop command, pt configuration change, and infusion (prescription) change occurred.¿ the reporter confirmed she was looking at the second update. She did not remember if she received the message telemetry complete on the programmer. She was going to try to get a hold of the patient. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.